Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to erosion and infection. Reportedly, the leads were protruding through the skin and were sticking out. No adverse patient effects were reported. The ra lead remains in service.